Event description:
It has been reported that the device will not power up.

Manufacturer narrative:
The initial "date received by manufacturer" on emdr 5021871 with MFR report number 3030677-2024-02686 should be 22july2024.